Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported while supporting a patient, the automated impella controller (aic) encountered display issues. The physician noted when the aic was tapped the signal returned. It was verified that the plug was securely in the outlet and any manipulation of the plug did not change the aic screen. However, when tapped between the plug and grey knob, the signal was intermittent. The patient status was noted as unknown. However, there was no indication of an adverse effect to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The console logs were consistent with what was reported in the complaint. During the device analysis the placement signal issue could not be reproduced. The root cause of the placement signal issue determined to be oscillating contrast likely due to a failure of the optical bench lamp. D2 common device name revised on manufacturer device report 1220648-2024-13555 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-13555 in accordance with updated procedures.